Event description:
Patient harbors what appears to be extremely vascular falx-based meningioma located anteriorly, presented to us for endovascular embolization. He underwent catheterization of the middle meningeal artery utilizing sl-10 microcatheter as well as synchro-14 and a mirage wire. The mirage wire unfortunately broke and stretched and a portion of the wire has looped back in at the carotid bifurcation. Given the fact that wire stretched, endovascular techniques of trying to pull this would further stretch the material throughout the vascular system requiring for heavy anti-platelet use for a long duration. I explained that we could proceed with trying to pursue that maneuver as well as carotid stent as well as expose the carotid and try to pull the material out of the carotid circulation. Physician understands as well as the patient's wife. Given the fact that he has a large cerebral mass, we do not want to place him on anti-platelets for a long duration as he required surgical resection. Thus, I have opted to proceed with the open procedure of removing the wire with risks of bleeding, infection, stroke, paralysis, coma, failure of the procedure, cranial neuropathy causing swallowing difficulty, tongue weakness, hoarseness, and death. Understanding these risks as well as benefits, his wife wants to proceed with the open exposure of removing the material.